Event description:
Ous. Isolated pacing pauses in the long-term ECG. Ventricular threshold ok.

Manufacturer narrative:
The pacemaker shows traces of smoke and scratches at the housing, which probably stem from the explantation procedure. The pacemaker was thoroughly visually and geometrically examined in regard to the pacemaker connection system. The dimensions of the connection system meet those prescribed in the international standard. The spring elements to contact the indifferent lead connections do not show any deformations. The lead fixation screws for the different lead contact meet the specified dimensions and the tolerance standards, and they are free of damage of any kind. The clamping depth required to clamp an is-1 lead connector pin is reached with the lead fixation screws. The device underwent a complete electrical incoming goods control and proved to be within all specifications. There are no pacing or sensing defects. There is definitely no electronic defect. No pacing losses have been observed during a long-term test. The retrograde conduction test was successfully checked several times and completed correctly. Due to a reprogramming in 2006 (time of the explantation), all results in the memory have been deleted. The pacemaker was set to the magnet mode sync at the beginning of the analysis. Other parameters were vvi/30 ppm/1.8 v/0.4 ms. In summary, ta possible explanation for the observed behavior of the pacemaker could be atrial sensing of the ventricular far-field (so-called far-filed sensing). This leads to mode switching. With each switch from an atrial-controlled pacing mode (e.g. Ddd or dddr) to a ventricular-controlled one (e.g. Ddi or ddir) and vice versa, a ventricular pulse may be inhibited in order to prevent competitive pacing. Far-field sensing can be avoided in most cases by changing the respective blanking period. The analysis results do not indicate any material or manufacturing defect. The pacemaker is within all specifications. A possible explanation for the observed behavior of the pacemaker could be atrial sensing of the ventricular far-field (so-called far-filed sensing). This leads to mode switching. With each switch from an atrial-controlled pacing mode (e.g. Ddd or dddr) to a ventricular-controlled one (e.g. Ddi or ddir) and vice versa, a ventricular pulse may be inhibited in order to prevent competitive pacing. Far-field sensing can be avoided in most cases by changing the respective blanking period.